Event description:
This is report 3 of 4 for the same event. It was reported that during a partial knee surgical procedure, it was observed that the motor device did not ¿home¿ when in use with a competitor¿s handpiece device, attachment device and a burr device. The reporter indicated that the device was calibrated. According to the reporter, the user changed the motor device and loaded the attachment device and burr device and the motor device still did not work. The reporter then attempted to use a different competitor¿s handpiece device with a different motor device from a new tray. However, the device still did not ¿home¿. The reporter indicated that the devices were reloaded a few times, but still did not work. As a final attempt, it was reported that the device was ¿milked¿ and it was observed that the issue persisted. The reporter indicated that the competitor¿s handpiece seemed to not hold or lock the motor device. It was further reported that one of the motor devices kept spinning and was not locking. It was reported that it was difficult to push in and lock the other motor device, but the device did lock. The reporter was unsure which motor device was used at which time. The reporter indicated that the user attempted to use a different attachment device, but it was observed the tip was severed right in half after a clean cut off the tip. The reporter did not know how the malfunction occurred. There were no delays to the planned surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report was originally submitted on february 18, 2015, due to a a gateway failure, it was resubmitted on february 27, 2015. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not work with the hand control device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.